Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient for urge and fecal incontinence. It was reported that the patient wasn¿t constipated anymore but, due to taking antibiotics, they were having diarrhea. They also had uncomfortable stimulation, but this was better after turning it down. This was noted to be not resolved at the time of the report. The trial began on (B)(6) 2018. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.